Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Headsurgeon dr. (B)(6) reports via our sales rep (B)(6) that during a surgery that the blocking head of the screw could initially not be inserted when the rod was in the screw and in a second try the head broke off.